Event description:
It was reported that the right ventricular lead exhibited high threshold and no capture at maximum output. The pace/sense portion of the lead was turned off and replaced by a second lead. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154atg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006; product ID 5076, implantable pacing lead, implanted: (B)(6) 2002. (B)(4).